Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were damaged and there was an unspecified issue with filling the cartridges. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.